Event description:
Event description guidant received information that this ventricular lead was exhibiting elevated impedance measurements despite normal sensing and thresholds. The lead impedance is now 2300 ohms in both unipolar and bipolar modes. The device is still capturing at 0.6 volts.